Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a diagnostic anomaly was observed on the device with missing measurements for device sensing and impedance trends. Technical support was contacted and a manual transmission was performed and recent measurements were auto filled to resolve the event. The patient was stable and will continue to be monitored.